Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement in clinic and was repositioned successfully. The dislodgement was identified due to loss of capture (loc) and confirmed by fluoroscopy. No additional adverse patient effects were reported.